Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and a no delivery alarm. It was also stated that the customer was hospitalized for high blood glucose levels. It was stated that the customer's blood glucose were high, and the insulin pump did not give a no delivery alarm at that time. It was stated that the customer also experienced vomiting, excessive thirst and urination, chest and body pain. Troubleshooting was performed. The insulin pump passed the prime, displacement, high pressure and self tests. Nothing further was reported.